Event description:
It was reported that a spectrum infusion pump was alarming air in line. It was also reported that there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false air in line alarms which were not reproduced. The alarms were confirmed during a review of the event history log. It was observed that the upstream sensor had low fluid numbers. Low ultrasonic readings have been known to contribute to false air in line alarms.. The failed upstream sensor was replaced.